Manufacturer narrative:
The technician replaced the right caregiver control printed circuit board and label, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed frame functions have unintentional movement, due to damage at the right intermediate siderail.